Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The joystick was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as a faulty inductive with damaged wiring.

Event description:
Chair goes left when right and right when left.